Manufacturer narrative:
This report is being supplemented to provide verbiage that was inadvertently left off the previous report. B3 was added in the previous report due to it being inadvertently left off the initial report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that that allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value; the adhesive on the distal sheath was cracked and chipped with a white cloud; the control unit was shaved; the paint on the air-water cylinder was peeled; the paint on the suction cylinder was peeled; switch 1 had a scratch; the universal cord had a wrinkle; the protector of the universal cord on the control section side had a scratch; the protector of the universal cord on the suction connector side had a scratch; the plastic distal end cover had a dent; the adhesive around the objective lens was peeled; the adhesives around the light guide lens had a white-clouded area; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that on may 17, 2023, the evis lucera gastrointestinal videoscope was experiencing an angulation malfunction. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was may 31, 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. This report is to capture the reportable malfunction of foreign material in the nozzle due to insufficient cleaning noted at estimation.